Event description:
It was reported the programmer has a problem in the motherboard, it must be replaced. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found the programmer had a double beep and the programmer screen was white and the external monitor showed three errors; the mpu (microprocessor unit) printed circuit board assembly found out of electrical specification. Analysis also found error information could not be pulled; hard drive found out of electrical specification. Stylus is not aligning with the arrow on the screen; overlay found out of electrical specification. Floppy disk drive was making noise while reading diskette. (B)(4).